Manufacturer narrative:
We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.

Event description:
Attorney reported: on (B) (6) 2003 - a bard composix kugel hernia patch, large oval, (B) (4), lot# 43bnd264 was used to repair pt's hernia defect. On (B) (6) 2008 - pt's bard composix kugel hernia patch was explanted. The operative report at the time of explant notes there are "adhesions of the bowel to the underside of the mesh" that contributed to pt's bowel obstruction. Pt continued to experience abdominal pain and discomfort after the hernia repairs.